Manufacturer narrative:
The unit was unable to prime during the prime test due to a faulty force sensor resistor. The unit was unable to perform the occlusion test and the excessive no delivery test due to a prime and fill anomaly. The unit had a minor scratched display window, a cracked reservoir tube and window, a cracked reservoir tube lip, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a prime anomaly and that during prime no insulin comes out. The customer's blood glucose level was unknown. The customer's device was replaced and returned.